Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 2 months. Through follow-up with the healthcare provider, it was learned that the ring was explanted due to mitral regurgitation/unsuccessful ring repair. The edwards annuloplasty ring was replaced with an edwards' pericardial valve. Operative report indicates, " the previously repaired mitral valve had some dislodging of the ring in one position, however, the valve mostly was experiencing more annular dilation causing the leakage. The previous ring was completely excised " the surgeon indicated that the reason for explanting is not related to a device malfunction.

Manufacturer narrative:
Device discarded. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The subject device has been discarded and will not be evaluated. There has been no information to suggest a device malfunction or quality deficiency related to this event.